Event description:
The customer is alleging receiving discrepant hct on patients on siemens epoc device as compared to results on non-siemens lab instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens has requested more information, instrument data files and the test card for further investigation. Customer informed siemens the records were not available. Siemens is unable to conduct an investigation. The cause of this event is unknown.

Manufacturer narrative:
Siemens requested more information and instrument data files for further investigation. Customer informed that the records were not available. Siemens completed the investigation, focusing solely on hct performance of the card lot 04-23035-60; since chgb is calculated from hct. The in-house performance of hct for the card lot in question, 04-23035-60, did not identify any product deficiencies. Card lot 04-23035-60 was tested with blood and with aqueous control fluids at the time of product release. Card lot 04-23035-60 met product specifications at the time of release. Lot 04-23035-60 was also tested throughout the product lifetime with blood which performed as expected and met specifications. The cause of this event is unknown.